Event description:
It was reported that the pt underwent a cervical procedure using posterior fixation at c 1/2 for odontoid posterior pseudotumor at unk date 2005. It was confirmed that the screws on both sides at c1 were broken. The revision surgery was not scheduled because the pt is an elderly female and she was asymptomatic.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. We are unable to determine the cause of the event.